Event description:
Pentax medical was made aware of an event that occurred in the united states. The information provided indicated that the suction channel was partially blocked on a pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The timing and location of the event reported by the customer is unknown. The customer also stated that they were having difficulty brushing the channels since a light pinkish residue remains on the bristles of the brush. There was no report of serious injury, delay in procedure or required medical intervention. Pentax medical responded to good faith effort request via email on behalf of the user on (B)(6) 2021 and stated that the failure was observed during reprocessing and the device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician confirmed the customers experience of suction blockage due to build up. The technician did not note any stuck accessories in the channels of the device. The technician also documented the following inspection findings: operation channel primary slice by accessory, passed dry leak test, passed wet leak test, suction cylinder residue build up. This is the first time model ec38-i10l, serial number (B)(4) has been returned for service at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2020 under normal conditions. The endoscope was reworked for a bubble and passed required inspections, and was released accordingly. Refer to (B)(4). Also, the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2020. The endoscope is awaiting repair completion and approval as (B)(6) 2021. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a (B)(6) . Continued: international medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 3211 deformation problem, 115 maintenance problem identified. Investigation conclusions: 61 unintended use error caused or contributed to event. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).